Event description:
It was reported that during a surgical procedure the device broke. No adverse consequences or delays were reported with the event.

Manufacturer narrative:
The reported event that the distal clamp arm broke was confirmed by the complaint specialist during the device evaluation. Based on the age of the device (almost 12 years) handling of the device over the years may have caused or contributed to the reported event. The device may overdrill and break, if excessive torque is applied.

Event description:
It was reported that during a surgical procedure, the device broke. No adverse consequences or delays were reported with the event.